Event description:
Meter was reading inaccurately high. The patient obtained a 266 mg/dl while having blurry vision, feeling tired, and staggering. Within 10 minutes patient obtained a 134mg/dl on patient's phycian's meter. No treatment was reported. The customer service representative discovered that the patient had not been cleaning the puncture area correctly. The csr walked patient through two consecutive control solution tests and both results fell outside tha specified range. The patient did not allege harm. There is no indication that the patient experienced injury or medical intervention due to the meter. The patient had high symptoms and relatively high blood glucose levels. Based on the failed control solution tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter, test strips, and control solution.